Manufacturer narrative:
Correction: healthcare professional was not provided and shouldn't have been checked in g2.

Manufacturer narrative:
The reported events of inadequate capture, and therapy delivered to incorrect body area were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. The device triggered backup mode post explant consistent with exposure to cold temperature. Electrical and mechanical analysis performed after reloading the device code indicated normal functionality. Further analysis included capture test with results indicated normal capture performance. Additionally, visual inspection of the header did not find any contamination that could contribute to the reported events. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported during in clinic follow up that the atrial lead exhibited high capture threshold. The patient was experiencing diaphragm stimulation, discomfort and difficulty breathing. The lead and pacemaker were explanted and successfully replaced.